Event description:
A rod, implanted during a one level lumbar procedure, was noted on 2-week follow-up x-ray to have migrated. Pt was returned to the or for hardware removal and replacement.

Manufacturer narrative:
This info was not provided during initial report and was not provided on completed questionnaire received. No investigation could be performed, no conclusion could be drawn as no device was returned. Synthe is unable to determine the manufacture date without a lot number.